Manufacturer narrative:
(B)(4). Model number: na. Jaws unable to open_open after assisted. (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4).

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical dept with an unsigned not that stated, "speaker from time to time w/o function." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reports of delays in critical therapy while the device was in clinical use. Though requested, no add'l info was provided.